Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that two pieces of the cannula were not bonded together. The surgery was cancelled for not having backup device available.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection :the 3.2mm cannula with 2 rotating stopcocks was received with the shaft detached. Dents on the distal tip and scratches along the shaft. Cracked shaft housing. The probable root cause could be user excessive force - the user might have dropped the cannula or hit a hard surface during use or during cleaning.

Event description:
It was reported that two pieces of the cannula were not bonded together. The surgery was cancelled for not having backup device available.